Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient fell (not related to dbs) and stated right rc seems to have moved or partially flipped. Also feels losing some clinical benefit. Patient will schedule follow up appointment to check impedances and reprogram if needed. No appointment date as of this report.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer, reported it was not confirmed if the implant had moved or partially flipped. The patient was advised to be seen in clinic but hadn¿t made an appointment with their healthcare provider (hcp) even though they¿ve spoken with them about the issue as it had been bothering them for months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.